Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed multiple off no power alerts without alarming a low battery alert prior. Customer's blood glucose was over 300 mg/dl. Customer reported the battery cap was damaged. Customer was advised to monitor the insulin pump, and the battery cap will be replaced. Customer will not be retuning the device for analysis.